Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) presented an inflation problem, it was reported air in the pump, and it stays flat when squeezed for quite a few seconds before refilling but not to a completely full state. Also, a fluid loss in the device was reported. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).

Event description:
It was reported that the cylinders of this inflatable penile prosthesis (ipp) presented an inflation problem, it was reported air in the pump, and it stays flat when squeezed for quite a few seconds before refilling but not to a completely full state. Also, a fluid loss in the device was reported. Finally, the reservoir of this ipp migrated. The ipp was explanted and replaced. There were no patient complications reported.

Manufacturer narrative:
D4 unique identifier (UDI) for reservoir: (B)(4).